Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on: (B)(6) 2005: patient presented with pre operative diagnosis of degenerative lumbar disk at l3-4 and l4-5 which was symptomatic and lumbar arthritis of l3-4 and l4-5. Patient underwent following procedures: mast ¿t-lift¿ l3-4 and l4-5, cage placement l3-4 and l4-5, local bone for fusion, bmp for fusion, posterior spinal fusion l3-4 and l4-5, segmental posterior instrumentation l3-4 and l4-5. Indications: patient had been complaining of severe back pain and has failed conservative measures to alleviate his pain. Per operative report: the bone from the facet joint of l3-4 was placed inside the bmp sponge and was placed back inside of the facet joint after good bleeding bony surfaces were obtained. This constituted the posterior spinal fusion at l3-4. Then, burring of the l4-5 facet joint was done and bone from the burring was placed inside of the bmp sponge and the bmp sponge was placed inside the facet joint for posterior spinal fusion at l4-5. Then segmental instrumentation was done at l3,l4 ,l5 on left side. Sexton 45 mm screws were placed and 80 mm rod was placed through all screws. After preparation of l3 and l4 endplates, a 10 mm capstone cage filled with bone, followed by 2 bmp sponges was placed into the interbody space. Floseal was placed above cage to prevent blood from entering the interbody space. After preparation of l4 and l5 endplates, a 12 mm cage filled bone ,followed by bmp sponges was placed into interbody space. Again,floseal was placed above cage to prevent blood from entering the interbody space. Now on right side 45 mm screws were placed in l3,l4,l5 and 80 mm rod was placed followed by breaking off the set screws. Patient was transferred to the recovery room in stable condition. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.